Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high compared to his normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported obtaining an alleged inaccurate high reading of '24 mmol/l' with the subject meter on an unspecified date. The patient is on insulin pump therapy. In response to the elevated result, the patient reported taking 13 units of insulin. Sometime afterwards, the patient reported that he went 'low' and treated self with 'sugar.' At the time of troubleshooting, the csr noted that the patient did not have test strips. Replacement product was sent to the patient. This complaint is being reported because the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a 'low blood sugar' afterwards.